Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces. A fiber break was observed along the fiber body. Based on the analysis results the reported event is confirmed. It is probable that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and in turn led to the burn on the physician hand. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Based on available information and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation which indicates and expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during ureteroscopy, the fiber broke in the physician's hand and caused a burn to the right thumb. There were no clinical consequences to the patient.

Event description:
It was reported that during ureteroscopy, the fiber broke in the physician's hand and caused a burn to the right thumb. There were no clinical consequences to the patient. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces. A fiber break was observed along the fiber body. Based on the analysis results the reported event is confirmed. It is probable that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and in turn led to the burn on the physician hand. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. Based on available information and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation which indicates and expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during ureteroscopy, the fiber broke in the physician hand and caused a burn to the right thumb. There were no clinical consequences to the patient. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.